Event description:
Catheter inserted 6" into left cephalic vein from puncture site. Catheter was inserted easily, no sensation of rubbing against vein was noted. Excellent blood return during and after insertion. Pt complained of nausea, face was flushed. Catheter was removed intact.